Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms and there was a delay in clearing the alarms. Blood glucose (bg) was possibly greater than 500 mg/dl with ketones. Bolus via the pump was delivered. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous fluids/insulin. Customer reported that the cartridge was re-used multiple times. Hospitalization was also related to a non-diabetes related issues. Customer was discharge with elevated bg resolved the first week of april (customer was unsure of exact date). Customer reverted to manual injections for insulin therapy and reportedly received more pump training.